Event description:
It was reported that the patient was unable to adjust the stimulation with the patient programmer. The programmer's display showed the "call your doctor" icon. A power on reset (por) condition occurred. The patient further stated that between (B)(6) 2009 and either late (B)(6) 2010 or early (B)(6) 2010, the patient's ins site incision opened, closed, and a scab formed. The patient was seen by the physician at that time and it was noted that a suture was coming out of the incision. The suture was removed and the incision closed. The incision site was painful ("a constant dull aching") since that time. But, there was no redness or swelling noted at the ins site following the suture removal. The patient was not able to put pressure on the hip (the side was not specified). No further details, patient symptoms or outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).